Event description:
"Situation: device failure, cystoscope malfunction. Background: patient in the office today for scheduled outpatient cystoscopy assessment: prior to inserting the scope into the patient's urethra, the provider attempted to turn the water on. The water was not flowing through the cystoscope. After troubleshooting efforts from staff, the scope was switched out and water was flowing through the scope. Determined there was some type of blockage from the hub to the scope. Recommendation: safer event filed. Will notify ambu and send scope back to ambu for product investigation. Product information: ascope 4 cysto, flexible cystoscope, standard deflection, lot 2000009862, gtin (B)(4)." Manufacturer response for cystoscope, cystoscope (per site reporter), site notified mfg and returning device.